Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead exhibited noise. The lead was explanted. The patient was in good condition prior during and after the procedure.